Event description:
Litigation papers allege friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner caused large amounts of toxic cobalt-chromium metal ions and particles to be released into the patients blood and tissue and bone surrounding the implant. As a result, he has been experiencing severe pain and discomfort and inflammation in his left thigh and groin. He also experiences a popping and snapping sensation in his hip-joint when walking or moving to and from a sitting position. Update: (B)(6) 2012 - patient's medical records were received from legal and attached electronically to the complaint. Part/lot information was identified.

Manufacturer narrative:
Update - (B)(4) 2012 - medical records received and attached electronically. Doi and part/lot were updated. Doi: (B)(6) 2009. The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify a root cause corrective action was not established. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). Added: UDI, expiration date, PMA/510k.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.